Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the oxygen sensor. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an, 840 ventilator had low oxygen percentage readings. Although requested, information regarding the intervention taken on behalf of the patient has not been provided.

Manufacturer narrative:
(B)(4). Additional information was received from the service engineer indicating that no patient was involved when device failed.